Manufacturer narrative:
Age at time of event: 70's. (B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device and the rotawire. The rotawire was fractured and the separated ends had damage that is consistent with interaction with the rotalink burr. The rotawire was received separately and not in the rotablator plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a mid-way position. The annulus was flared and not round. It is probable that the rotating burr came into contact with the guidewire during the testing and procedure leading to the damaged annulus and fractured guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00993. It was reported that a rotawire fracture occurred. A peripheral rotawire¿ and a 1.75mm peripheral rotalink® plus were selected to treat the target lesion. During the procedure, the device was tested outside the patient's body, it was noted that the wire snapped and broke and 1/4 of the wire got stuck in the burr of the catheter. The rest of the wire was pulled out from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was fine.